Event description:
It was reported that a spectrum pump had an alarmed system error 322 (link switch error (low)) occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. The link switch test was performed and found the switch to be defective. A review of the event history log revealed multiple 'system error 322' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch. The lower auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.